Event description:
It was reported that the charite artifical disc had shifted, laterally (left) postoperatively. Pt has had back pain (right side) develop. The surgeon is taking no action at this time. As an event of this nature could result in the need for surgical intervention an MDR is being filed to document this event.